Event description:
It was reported that cartridge alarm occurred on pump and caller experienced issue while using insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through proper cartridge loading steps, successfully loaded new cartridge, and was able to resume insulin therapy, and no additional information was received regarding any further outcome.